Manufacturer narrative:
Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown, ubd: , UDI#: ; product ID: neu_unknown_lead, serial/lot #: unknown, ubd: , UDI#: ; product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Cassidy werner1, mansour mathkour1-3, tyler scullen1,2, david houghton4, georgia lea4, robert f. Dallapiazza1, lora kahn2, roger d. Smith. Effects of medical comorbidities on the surgical outcomes of deep brain stimulation for parkinson disease: a retrospective, single-institution study. World neurosurg. (2020). 10.1016/j.wneu.2020.08.140. The study retrospectively reviewed 107 consecutive patients who underwent dbs for parkinson disease at ochsner medical center in 200 8-2018. Patients were stratified into 3 groups based on elixhauser comorbidity index (eci) at the time of surgery: 0, 1, or ¿2. Outcome measures were changes in unified parkinson¿s disease rating scale iii scores, changes in medications, and surgical complications. Comorbidities included were anemia, arrhythmia, congestive heart failure, chronic obstructive pulmonary disease, diabetes mellitus (dm), hypertension (htn), hypothyroidism, liver disease, lymphoma, non-pd degenerative neurological disorders, obesity (body mass index 30), peripheral vascular disease, pulmonary htn, and solid organ tumors. Reported events: it was reported that 1 patient's electrode fractured. It was reported that there was 1 lead migration. See attached literature article. [Refer to manufacturer report #2182207-2020-01179 for details pertaining to the reportable related event.]